Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "single-stage total knee arthroplasty and femoral osteotomy for osteoarthritis with severe supracondylar deformity" written by jing-yang sun, guo-qiang zhang, jun-min shen, yin-qiao du, tie-jian li1, zong-jie geng, yong-gang zhou, and yan wang published by journal of orthopaedic surgery and research (2021) was reviewed. Https://doi.org/10.1186/s13018-021-02293-w. The purpose of the article to describe a single-stage procedure associating corrective osteotomy with total knee arthroplasty (tka), and to determine the outcome at mid- to long-term follow-up. Data was compiled from a total of seven patients with range of 37-76 years. Posterior stabilize component was used in 6 patients (pfc sigma - fixed bearing in 5 and rotating platform in 1) and constrained condylar knee was used in 1 patient (tc3). Two patellae were resurfaced and extension stem on tibial side in 1 case. Cement manufacturer is not identified. Article reports that at the last follow-up all components were stable and no patients required revision. Depuy products: sigma femoral, sigma insert, sigma tray, patella, tc3 stem, tc3 femoral, tc3 bolt, tc3 insert, mbt tray, mbt sleeve, mbt stem. Cases: no 1 (depicted in figure 1), male, (B)(6) years old, 28.39 bmi, received tc3 construct with 175 mm extension stem and 10 mm insert. No 2 (depicted in figure 2), female, (B)(6) years old, 31.25 bmi, received sigma posterior stabilized construct with 175 mm extension stem and 10 mm plus insert. No 3 (depicted in figure 4), female, (B)(6) years old, 30.30 bmi, received sigma posterior stabilized construct with 125 mm extension stem and 10 mm conventional insert. No 4, female, (B)(6) years old, 27.83 bmi, received sigma posterior stabilized construct with 175 mm extension stem and 15 mm conventional insert. No 5, female, (B)(6) years old, 26.70 bmi, received sigma posterior stabilized construct with 125 mm extension stem and 12.5 mm conventional insert. No 6, female, (B)(6) years old, 20.32 bmi, received sigma posterior stabilized construct with 175 mm extension stem and 12.5 mm plus insert. No 7, female, (B)(6) years old, 21.94 bmi, received sigma posterior stabilized construct with 125 mm extension stem and 12.5 mm conventional insert. Adverse events: case 5 experienced a split fracture of distal femur intraoperatively during implantation of femoral component which was fixed with two cortical screws and healed uneventful. Case 3 had wound exudation resulting from fat liquefaction and underwent a debridement - in this case the osteotomy developed non-union but denied any further intervention for the nonunion (depicted in figure 4).